Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. There was no reported adverse impact to customer's blood glucose level. Reportedly, the cartridge was reloaded and insulin delivery was resumed. No additional information was provided.